Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician requested support to interpret the stored electrogram (egm) of this pacemaker system due to potential loss of capture (loc). Boston scientific technical services (ts) reviewed the stored episode and determined the device interpreted a change in the heart conduction as loc, triggering a loc marker and backup pacing. However, the episode showed the heart depolarization was already in progress. Ts recommended performing a manual threshold evaluation and a complementary electrocardiogram (ECG) in person to discard a true loc. The system remains in service. No adverse patient effects were reported.